Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes and it was deemed to be due to possible inappropriate rate response of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.